Event description:
It was reported that a user of the ilet bionic pancreas with an fsl3+ sensor experienced a pairing failure alert when attempting to start a new sensor, which was resolved after the user reattempted scanning and toggled the phone¿s bluetooth to reestablish connection between the ilet and the ilet mobile app. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included restoration of glucose data display on the ilet with no interruption to therapy. Investigation included customer support troubleshooting and user guidance. Investigation of this case revealed that the issue was due to a temporary bluetooth connectivity problem between the mobile app and the device, which was corrected by re-pairing steps. It was concluded that the device functioned as intended after reconnection and that no injury occurred.